Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during the rewind due to the motor encoder signal being out of phase.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 126mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The customer stated that her son had an MRI and she was in the lobby. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.